Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The engineering device investigation was able to reproduce the reported symptom of system error 322. The history log review found 16 occurrences of system error 322. A physical inspection found a gap between the upper latch and the upper auxiliary flex. The separation of the switch/flex contact was the cause of the reported symptom. The upper auxiliary assembly was replaced.